Event description:
The customer contact reported, an e321 (battery charger timeout) error code. The device was returned to the biomedical department with an unsigned note that indicated alarms malfunction code e321. No tracking info was provided; therefore, no specific pt info, pump programming, or event details were provided. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, an e321 (battery charger timeout) error code was noted on channel 2 and 3 of the device. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device passed testing. An e321 (battery charger timeout) error code was noted in the device history of channels 2 and 3 but was not duplicating during testing. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.